Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to possible myopotential oversensing. Programming changes were made, and further testing was recommended. The patient was stable.